Manufacturer narrative:
Sample is currently in transit to the mfg site for analysis.

Event description:
Caller states about a month ago this trach was placed in pt by a homecare nurse. She found soon afterwards that the threads for the twist lock were not formed correctly. Caller confirmed the tube was removed and replaced with another tube (model unk) and the threads were fine. Caller states no pt harm.